Event description:
It was reported that the patient's blood glucose level rose to 18 mmol/l (324 mg/dl) while wearing the pod between 25 and 36 hours. Investigation of the pod identified damage to the exposed portion of the soft cannula. The device was originally reported due to persisting hyperglycemia. No medical assistance was required, a new pod was applied.

Manufacturer narrative:
The exposed portion of the soft cannula was observed to be pinched. The fluid path was tested and fluid flowed freely through with no blockages and no leaks were found. No timeouts or drive stalls were observed in the download data that could have affected the delivery of insulin. The patient history buffer (phb) was inspected and the algorithm acted as expected to respective estimated glucose values (egv) from the continuous glucose monitor (cgm). The timing and cause of the cannula damage could not be determined and therefore cannot be confirmed for the alleged insulin delivery failure. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.